Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 confirmed in the pump's event history by a baxter service technician. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 814:04. This condition had the potential to interrupt delivery. This event occurred during biomed testing in the biomed services department. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.